Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other two proglide devices referenced are filed under a separate manufacturing report number.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with three proglide devices using the pre-close technique via a 6f sheath prior to an aortic valve replacement procedure with extracorporeal membrane oxygenation use. Reportedly, the three proglide were deployed, however, the sutures did not attach to the needles upon removal. The artery was incised and the sheath was upsized to 21f. Surgical suturing was used to achieve hemostasis. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: device evaluated by MFR - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.